Manufacturer narrative:
The event was reported to have occurred in (B)(6). Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® blue line ultra® vocalaid tracheostomy tube broke during use of a suction tube for sputum collection. The event occurred six days after the patient started use of the tracheostomy tube. It was unknown if the device was tested prior to use. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found that the vocalaid tube was broken. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manuafacturing process was performed on a similar part and found no discrepancies. A review of 32 devices was performed and found no discrepancies. Based on the evidence, a root cause was unable to be confirmed. It was concluded that the reported issue would be unlikely to be damaged as observed at the manufacturing facility.